Event description:
It was reported to boston scientific corporation in 2008 that a jagtome rx sphincterotome device was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. According to the complainant, during preparation, the user was unable to load the guidewire into the cannula. "When the guidewire was 3/4 of the way down the cannula, the guidewire would pop out of the side of the cannula." The procedure was completed with a second jagtome rx sphincterotome device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for eval; however, the analysis has not been completed, therefore, the cause of the reported malfunction is undetermined.